Manufacturer narrative:
The account could not locate the bed and a field investigation could not be performed by the technician.

Event description:
Info received indicates the head section is drifting down.